Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on 12-jan-2009: a female consumer (reporter declined to provide age), reported that she received treatment with poly-l-lactic acid (sculptra) (indication, therapy dates and dosage not provided, lot number / expiration date not provided). The consumer reported that she is "in pain chronically" since getting the poly-l-lactic acid. She inquired concerning "how to get sculptra out of her face." The reporter did not provide further info. Request rec'd internally from r&d on 20-jan-2009: for f/u with consumer for add'l info: consumer refused f/u info.

Manufacturer narrative:
Add'l info for sculptra (lot # and exp date - not provided) from (B)(4): (entered out of sequence) batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.